Manufacturer narrative:
A review of the device history record, did not identify any non-conformances, issues or capas associated with pump function. Device has not yet been returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. This complaint will be closed and re-opened if/when additional information becomes available. Internal complaint number: (B)(4).

Event description:
Healthcare professional contacted the senior clinical engineer (sce) regarding a patient's pump that was showing slightly more medication left in the pump than expected. The nurse stated that the patient was not alleging any negative symptoms, but that the pump is scheduled for explant on (B)(6) 2025, since there were a couple more mls of medication pulled out than was expected. Sce walked the reporter through several troubleshooting steps, including a dye study to determine if there was an occlusion or a kink. However, the physician associated with the case reported that that would need to be performed by the managing physician and as the surgeon, they will only do either a revision or an explant. The explant is scheduled for (B)(6) 2025.